Event description:
Patient with a diagnosis of respiratory failure had a tracheostomy with #8 shiley inserted without complications. The next day, the patient developed what was described as a leak in the tracheostomy system. The patient was brought back to the or and the tube was successfully removed and replaced with a new #8 shiley tracheostomy tube. The tube was examined by the surgeon who was unable to determine a leak or damage to the cuff or determine damage to the tracheostomy. The item was checked under water to observe for bubbles and surgeon was still unable to determine if balloon was broken and if system was unable to hold pressure. The tube was submitted to pathology for gross examination. The findings reflect an endotracheal tube, curved, 10cm x1cm in size. At one end there is a collapsed balloon sleeve and at the opposite end there is a shield. Attached is an access reservoir with 20cm x 1mm tubing. In speaking with the pathologist, there was no obvious findings of tears, damage and or defects noted.

Event description:
Patient with a diagnosis of respiratory failure had a tracheostomy with #8 shiley inserted without complications. The next day, the patient developed what was described as a leak in the tracheostomy system. The patient was brought back to the or and the tube was successfully removed and replaced with a new #8 shiley tracheostomy tube. The tube was examined by the surgeon who was unable to determine a leak or damage to the cuff or determine damage to the tracheostomy. The item was checked under water to observe for bubbles and surgeon was still unable to determine if balloon was broken and if system was unable to hold pressure. The tube was submitted to pathology for gross examination. The findings reflect an endotracheal tube, curved, 10cm x1cm in size. At one end there is a collapsed balloon sleeve and at the opposite end there is a shield. Attached is an access reservoir with 20cm x 1mm tubing. In speaking with the pathologist, there was no obvious findings of tears, damage and or defects noted.